Event description:
It was reported to philips that the fluoroscopy could not be performed with the footswitch. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. During the diagnostic procedure, the issue occurred, and the procedure was completed as planned by using a wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy could not be performed with the footswitch. Upon troubleshooting, fse found a fluoro switch defect in the wired footswitch and another switch was working normally. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the wired footswitch failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the wired footswitch by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on procedure. The codes were updated based on the investigation outcome.